Manufacturer narrative:
The fse confirmed the leak from the yellow quick disconnect (qd) going to the flowcell. The fse replaced the quick disconnect resolving the leak. (B)(4).

Event description:
The field service engineer (fse) reported a small amount of liquid was leaking from the yellow quick disconnect (qd) going to the flowcell in the coulter lh 750 hematology analyzer. The leak was contained. There was no biohazard exposure to mucous membranes or open wounds. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.